Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide devices are being filed under a separate medwatch numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the distal end of the device appeared normal and the exchange sheath was fully slit. All the external components were acceptable for a fully clip deployed device. During clip deployment the vessel locator wings are designed to automatically collapse so as not to interfere with clip deployment. However, during inspection of the device, the vessel locator wings were found bent. The bent locator wings condition indicates that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tubeset. Tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement is most likely the most probable cause for the observed bent locator wings. A definite cause could not be determined for the reported bleeding still observed after device deployment. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no other complaints within this lot reported for no hemostasis achieved after deployment. There does not appear to be any indication of a lot specific product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician, trained in the use of the proglide and starclose se devices, attempted arteriotomy closure of a non-calcified right common femoral artery after an interventional procedure. Reportedly, the groin site was very scarred and the physician attempted to deploy a proglide device; however, a cuff miss occurred. The device was removed and another proglide was attempted with the same results. The physician attempted to use a starclose se device, which was deployed uneventfully, however, after full deployment, bleeding was still observed from the access site. Manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.